Manufacturer narrative:
The device was returned to zoll medical corporation. The technician observed damage to the mfc receptacle not consistent with typical use which turned out to be the cause. The receptacle was replaced to remedy the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient, the device was unable to have electrode pads connected. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.